Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. During testing, the device failed a test step related to the lcd screen. The device's lcd screen was replaced to address the issue.